Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted log file confirmed a low speed event while the patient was supported by the power module; however, a specific cause for this event could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted x-rays demonstrated a kinked area of the external portion of the driveline. Additionally, a looped area of the internal portion of the driveline was shown. No areas of breakdown of the metal braided shield were identified, and driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file from 04dec2020 through 10dec2020 was reviewed. A low speed event, with corresponding low speed and low flow hazard alarms, was captured on 09dec2020 at 19:19:41 with speeds as low as 2690 revolutions per minute (rpm) while the device was connected to the power module. The pump otherwise operated above the low speed limit without issue, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04apr2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of the IFU addresses all pump parameters, including pump speed. Section 2 ¿system operations¿ warns to not twist, kink, or sharply bend the driveline as this may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the lvas to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 5 ¿surgical procedures¿ cautions that sharp bends, twist, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. Contains information on caring for the driveline. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a low speed event on (B)(6) 2020 at 19:19 while connected to the power module. The speed was recorded as low as 2690 rpm. It was suggested that the event was either due to something passing through the pump or there could be an issue with the percutaneous lead. An x-ray of the patient's driveline revealed a tight loop.